Event description:
Consumer reported complaint for erratic and low blood glucose test results; customer also stated that the screen is blurry. The customer is concerned with back-to-back blood test results obtained on day of call of 70, 140 and 255 mg/dl am fasting. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date 12/31/2025 is and open vial date is 2 days ago. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: 571 mg/dl date:(B)(6) time:10:15pm fasting. Result 2: 377mg/dl date:(B)(6) time:10:05pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: ser had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.